Event description:
In 2000, the facility's buyer informed the manufacturer's representative of the following: buyer rec'd the device with a note that states "malfunctioning device." No other info (i.e., lot number of device, how the device malfunctioned, etc.) Was provided. Buyers suggested the MFR's rep contact the facility's risk management coordinator for the details surrounding this event and forward the MFR's response to the same. No further details were provided at this time. In 2000, the MFR's representative attempted to contact the facility's risk management coordinator for add'l info; however, risk mgmt coordinator was not available. A message was left on voice mail requesting coordinator contact the MFR regarding this event. No further details were provided.